Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a connection issue occurred. On (B)(6) 2025, the patient passed out in the middle of the night. The patient was wearing a tandem mobi insulin pump, and it was reported the pump and the patient¿s continuous glucose monitor (cgm) device were ¿not communicating properly.¿ however, the patient¿s cgm device on her mobile app was providing readings, however, the cgm values at the time the patient lost consciousness were unknown. The patient was taken to the emergency room (it was not specified by whom) and her blood glucose (bg) meter reading was 780 mg/dl. No cgm value was reported at this time. The patient was treated with IV fluids, an IV insulin drip, potassium, and electrolyte replacement. The patient was discharged home after 4 days. The patient replaced her sensor on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. It was reported that a connection issue occurred. The wearable was inserted into the arm on (B)(6) 2025. No additional patient or event information is available.